Manufacturer narrative:
(B)(4).

Event description:
It was reported "helium canister replacement issues requiring pump exchange". No patient injury or consequence reported. The patient's current condition is reported as "fine."

Event description:
It was reported "helium canister replacement issues requiring pump exchange". No patient injury or consequence reported. The patient's current condition is reported as "fine"

Manufacturer narrative:
(B)(4). No iabp part was returned to teleflex chelmsford for investigation. The attached picture was re-viewed and shows an abnormal display output of the ac3 with a purge failure alarm noted at the top of the screen. The picture also shows the helium tank pressure reading at 0 psi, which is consistent with the reported details. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "after exchanging the helium canister, but psi was still reading 0 on the iabp" is confirmed based on the attached picture. The product was not returned for investigation. The picture shows the helium tank pressure reading at 0 psi. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the incorrect pressure reading. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.